Event description:
Received call to report that in the middle of treatment, the patient complained that it was painful and the doctor noticed there was water coming out from the balloon. Replaced the catheter and treatment was successful.